Manufacturer narrative:
Section h10: (h3) the evaluation noted that the revision was likely the result of the orientation of the acetabular cup, edge loading/impingement, or a combination of the two, which led to polyethylene wear and pain that developed while being implanted for almost 16 years. However, this cannot be confirmed as the explants were not available for evaluation and x-ray images were not provided. (D11) concomitant device: 28mm, +0mm fem head (cn: 100-28-00, sn: (B)(6) ) 50mm acet shell (cn: 120-01-50, sn: (B)(6) ) 6.5mmx20mm bone screw (cn: 120-65-20, sn: (B)(6) ).

Manufacturer narrative:
Pending evaluation. Concomitant medical device: 28mm, +0mm fem head (cn: 100-28-00, sn:(B)(4)); 50mm acet shell (cn: 120-01-50, sn: (B)(4)); 6.5mmx20mm bone screw (cn: 120-65-20, sn: (B)(4)).

Event description:
As reported, approximately 16 years after the initial implant, the surgeon revised a (B)(6) y/o female¿s left hip due to complaints of pain. The acetabular components were found to be mispositioned and worn. The patient was last known to be in stable condition following the event. Hospital policy will not allow for the return of the products.